Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device # 1 prostar xl, part # 12322-02, lot# unk, is being filed under medwatch manufacturer report number: 2953144-2009-01015. User error. The prostar instructions for use state, caution: this device should only be used by the physicians who are trained (or other healthcare professionals authorized by or under the direction of such physicians) in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized rep of abbot vascular. The prostar xl pvs system are intended for percutaneous delivery of sutures for closing the common femoral access site.

Event description:
Device #2 malfunction: failure to deploy-sutures. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician untrained in the use of the prostar xl device attempted arteriotomy closure of the superficial femoral artery after an interventional procedure. Reportedly, when the needles were deployed, no sutures were attached. An attempt was made with a second prostar xl device but with the same results. Hemostasis was achieved with "conventional" surgery. There was no reported adverse patient sequelae. Though requested, no additional information was provided.